Manufacturer narrative:
The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. The distributer performed a checkout of the equipment and confirmed the reported complaint. The o2 flush button was cleaned and reattached, the unit was returned to service.

Event description:
The hospital reported the o2 flush switch would intermittently stick, discovered during preuse checkout. There was no report of patient involvement.